Event description:
It was reported that the customer received "multiple occlusion alarms" during bolus delivery. The customer's blood glucose level was not impacted. Although it could not be confirmed, the customer believed that the occlusions were most likely due to the infusion tubing being wound up.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.